Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked and unresponsive touchscreen, requiring the user to press a corner to operate and necessitating use of backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included collection of device history details, shipping of a replacement unit, and instructions for data sync, shutdown, and return of the original device. Investigation of this device revealed a damaged display component causing loss of normal user interface responsiveness, consistent with a physical screen break affecting the device¿s display/touch module. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling or external impact.